Event description:
It was reported that a patient "had a lot of problems with her pain pump." Per reporter, the patient was told that her pump had run out of medication. The patient was hospitalized for (B)(6). Additional information will be submitted should it come available.

Event description:
Additional information: when following up with the hcp for the reported event, the hcp reported that the patient had not reported any event and had not missed an appointment. Per hcp the patient "has had no event of withdrawal or missed appointment." The hcp "began pump maintenance on (B)(6) 2010." Per hcp, the patient recovered without sequela.

Event description:
It was later reported the pump contained morphine and baclofen. The patient still had to take oral medications to help with pelvic floor pain; this pain was the reason the pump was implanted. The patient experienced a headache "for two years due to withdrawal from a missed refill". The missed refill occurred because the refill was actually due, but the patient was told there was still a month left until the refill was due. The patient also experienced a csf leak. The patient was hospitalized 40 days and 4 blood patch procedures were performed. The patient was not sure if the pain she experienced was related to the pump or the interstim system. The patient established care with a different hcp to refill the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on (B)(6) 2015 and it was reported that the patient had the spinal leak for 48 days.